Manufacturer narrative:
Follow-up #1: date of submission 07/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: a review of the pump's alarm history showed that multiple cs 054 call service alarms were recorded. The pump powered on to the "verify" screen in accordance with normal operation. The pump case was removed and no defects were found to the display screen, display flex, or display flex connector. Unable to duplicate blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.